Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) packaging was returned for investigation. Visual inspection of the as returned product packaging identified only the outer box and outer vial were returned, the sterile barrier was broken and the inner vial, implant and components were missing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No per was provided. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported during initial use. Pictures or x-ray images were not provided. The conditions of the product when they first reached the customer are unknown. DHR review was completed for the subject lot number (63946454). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63946454) for similar event and two other complaints were identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (packaging : incorrect component quantity) or device (tsvb11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable as the received condition of the product is unknown and the complaint cannot be verified. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided, patient weight: not provided, event date: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that during implant placement the implant (tsvb11) was missing from the vial. Another implant was placed to complete the procedure.